Event description:
It was reported that the physician had problems inserting the stylet into the lead during the implant procedure. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal portion of the lead was obstructed with blood. The analyst commented that stylet insertion test results failed due to blood obstruction at is-1 connector pin.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.